Manufacturer narrative:
Correction to the initial MDR in blocks b3, b5, and h6.

Event description:
It was reported that patients implantable pulse generator (ipg) stopped working as expected and was charging frequently. The patient underwent a revision procedure and patient is doing well post-operatively. The explanted device will not be returned as it was not released by facility as per policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients implantable pulse generator (ipg) stopped working as expected. The patient underwent a revision procedure and patient is doing well post-operatively. The explanted device will not be returned as it was not released by facility as per policy.